Event description:
It was reporeted that there was a speaker malfunction error, and the speaker did not make sounds. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Results of functional testing indicate that the speaker produced no sound, and the speaker was defective. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.